Event description:
It was reported that upon interrogating pump the hcp (healthcare provider) encountered a message stating "pump memory error - pump <(>&<)> catheter data is invalid". A new catheter had been implanted with the recent pump replacement procedure. It was determined that the hcp was using an older software card in the physician programmer that did not recognize the new catheter. The pump was delivering gablofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8870, serial# unknown, product type: software. (B)(4).